Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached message when the set was loaded and locked. The event occurred prior to infusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint that the pump exhibited a cassette not attached message when the set was loaded and locked. No previous service history was found. The device was new, and motor odometer was only at 12 rotations. Review of event history showed error code 46440. Verification testing discovered that the upstream occlusion (uso) sensor was not functioning. Replaced the sensor, and seal. Updated software and calibrated sensors. Pump passed all tests.